Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), it took approximately one (1) minute to deflate the balloon of the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter. It was not known how the procedure was completed but it was reported to have been completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was reported to be: a ninety five percent (95%) stenosis, mildly calcified and moderately tortuous. Additional information received indicated that it was unknown how was the balloon finally deflated or how was the balloon catheter was finally removed from the patient. It was also unknown if there was any additional intervention necessary in order to deflate the balloon, if the patient was symptomatic as a result of the reported product issue, how many inflations were performed with the balloon catheter, or what was the maximum inflation pressure and duration of the inflation before the reported product issue. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; did the balloon burst; did the shaft burst; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); did the balloon re-wrap properly; did the balloon catheter kink while being used; was the balloon catheter removed easily: from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s). No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17382001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, moderate tortuosity and a rate of stenosis of 95% may have contributed to the reported event. According to the instructions for use ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), it took approximately one (1) minute to deflate the balloon of the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter. It was not known how the procedure was completed but it was reported to have been completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was reported to be: a ninety five percent (95%) stenosis, mildly calcified and moderately tortuous. Additional information received indicated that it was unknown how was the balloon finally deflated or how was the balloon catheter was finally removed from the patient. It was also unknown if there was any additional intervention necessary in order to deflate the balloon, if the patient was symptomatic as a result of the reported product issue, how many inflations were performed with the balloon catheter, or what was the maximum inflation pressure and duration of the inflation before the reported product issue. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; did the balloon burst; did the shaft burst; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); did the balloon re-wrap properly; did the balloon catheter kink while being used; was the balloon catheter removed easily: from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s). No additional information was available.